Event description:
Business name: (B)(6), selling "made in USA" product- https://www.amazon.com/xesso-water-based-unscented -gel-likehypoallergenic/dp/b0952mxdjj/ref=cm_cr_arp_d_product_top?ie=utf8&th=1 / product details: labelling issue - product on amazon.com labelled as made in the us. But sold by: business name: (B)(6).